Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because down arrow button was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned.

Manufacturer narrative:
Follow-up #1 (submission 12/04/2012)-device evaluation: lifescan received the meter with the complaint on 10/24/2012 and completed device evaluation on 11/07/2012. Investigation was not able to confirm the alleged complaint: the meter passed testing with no faults found.